Event description:
Report received from hönig kong stating that the device's motor will not run. The device was not used during a procedure. It is unk if there were any pt or user injuries. There is no additional info provided.

Manufacturer narrative:
The device ws received by anspach. The device was evaluated, and the complaint of "motor will not run" was confirmed. The device did not meet mfg specifications. According to the engineering evaluation, it could not rotate. If additional info is received, a supplemental report will be sent. Ref: (B)(4).